Event description:
It was reported prior to patient use, the cardiosave intra-aortic balloon pump (iabp) ac cable can't recoil. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. Additional information:e1(event site postal code- (B)(6) event site state-(B)(6)) a getinge field service engineer (fse) evaluated the iabp unit and found cable tangled on cable reel, likely to be caused be mishandling, untangled cable and fault cleared. Fse advised user to release cable slowly to avoid this issue. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.